Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief following a fall unrelated to evoke scs system. An impedance check identified disconnected electrodes and an x-ray confirmed lead migration. A revision procedure was performed to restore therapy.

Manufacturer narrative:
Lead information: product description: evoke cap12 percutaneous lead kit - 60cm. Model # : 102878. Catalog#: 3008. Serial/lot #: (B)(6).